Event description:
It was reported that during a total thyroidectomy surgery, there was an issue with a 7mm emg tube leaking at the inflation hub which seemed loose and was leaking air. The patient was re-intubated and the procedure was completed without further incident. There was no patient injury reported.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was discarded by the user facility. Method - no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.